Manufacturer narrative:
(B)(4). Date sent: 11/30/2023. D4: batch # unk. Investigation summary. The product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that one gst45g reload was received fully fired with some b-formed staples on the reload deck and the reload body cracked, with the pan detached from the reload and no returned for analysis. No functional test was performed due to the condition of the reload. It is possible that the damage noted on the returned reload was due to improper handling of the reload. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information. Device history review. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation.

Event description:
It was reported that during a urology procedure that after firing the device across thick tissue near the bladder when attempting to remove the reload the metal of the reload stayed in the gun. There appears to be some staples left in the cartridge, but the staple line is intact. There were no adverse consequences for the patient.